Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that the buttons on their insulin pump failed to respond. The customer was assisted was informed that the pump needed to be replaced. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.